Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. For failed battery test or battery out of limit alarm were not verified due to keypad anomaly. The device had minor scratched display window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer's blood glucose level was 214 mg/dl. Troubleshooting was performed, but customer still received a failed battery test alarm. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.